Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen IV .

Manufacturer narrative:
The reactivity of the d antigen was confirmed on retention capture-r ready-screen IV, lot k091. The customer did not return product or samples for investigation testing.